Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) has delivered multiple rounds of inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to a supraventricular tachycardia (svt) with 1:1 conduction. This device was reprogrammed the device to mitigate these episodes. No adverse patient effects were reported. The device remains in service. No adverse patient effects were reported.